Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.